Event description:
Spontaneous call: pt states she went to do her infusion on saturday, (B)(6) at night and the knob on freedom 60 pump would not turn. Pt did not call us and still has dose in syringe. Instructed pt not to use the medication that has been withdrawn in the syringe. Scheduled freedom 60 pump replacement today and also will send a pump return box to send old pump back to us. No adverse effects noted from missed dose. No other info known. Reported to (B)(6) by pt/caregiver.